Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to the pump was exposed to water and pump was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer mentioned that the keypad was not responding. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump powered up after battery installation. No blank display (unexpected battery power loss) was noted however, the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test or verify the unresponsive keypad due to the critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the history and trace files reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm occurred. The main error log file reveals there were multiple consecutive critical error handling pump error 53 (linenumber 65535 filenumber 65535) alarms which triggered the critical pump error (open book image) alarm. The pump has an open book due to broken force sensor. Broken force sensor alarms generates 3 errors per fist occurrence and pump is not usable to user. This is hw issue with force sensor. The pump was cut open to perform a visual inspection. Heavy corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2) and vibrate harness assembly. Rust and corrosion were also found on the motor and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, stained serial number label, and pillowing keypad overlay. Critical pump error (open book image) alarm and pump error 53 alarms are confirmed due to moisture damage on the hardware. The unresponsive keypad complaint is unknown due to the critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.